Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up investigation with device clinic staff that there was no lead oversensing issues whatsoever, and no interventions were necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing observed on the right atrial (ra) lead, and t-wave oversensing (twos) observed on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.